Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, stopper pull out within a holder and underfill was seen in 15 tubes resulting in sample leakage. It is unclear if all 15 tubes exhibited one or both defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary; bd received four (4) photos for investigation, showing underfill and stopper pull out. A total of 20 retained samples underwent functional tests with deionized water, and all tubes were within specification. Additionally, 10 retained samples had their cap/stopper assemblies removed and reattached, and after standing for 15 minutes, none of the assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, stopper pull out within a holder and underfill was seen in 15 tubes resulting in sample leakage. It is unclear if all 15 tubes exhibited one or both defects. No adverse impact was reported regarding the patient or user.